Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had discomfort at the battery site. The surgeon said it was infected, although the rep said there was no sign of it. Topical numbing agents were used, and then the system was removed. The issue was resolved. No further complications were reported.